Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 12:52:29. During night drain cycle 11, the patient's ultrafiltration reading was 120ml, indicating the home patient (hp) drained 120ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.